Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a decrease in estimated longevity during routine follow up. Data analysis revealed this device had an increased power consumption and recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.